Event description:
According to the reporter: the instrument was sparking at the handle. There was no pt injury, bleeding or extension of operating time reported.

Manufacturer narrative:
(B) (4). (B) (4).